Manufacturer narrative:
(B)(4). Teleflex received a user facility report from boston medical center on (B)(6). It was reported that the intra-aortic balloon pump (iabp) placed fiberoptic did not work properly. Blood was found in the gas line. Multiple attempts were made to gather additional information regarding this reported complaint. This includes 2 emails sent to the initial reporter ms. (B)(6), project management specialist on (B)(6) 2017. In addition, (B)(6) was contacted via phone on (B)(6) 2017. (B)(6) explained that she had no further information to provide to teleflex. No device was returned to teleflex. If additional, information becomes available we will open a complaint and investigate. Other remarks: via medwatch report (B)(4).

Event description:
It has been reported via a medwatch report the intra-aortic balloon pump (iabp) placed fiberoptic did not work properly. Blood was found in the gas line.